Event description:
It was reported that a pump has a system error 322. The customer stated there was no associated patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours with no occurrence of system error 322. Review of the history log confirms the reported symptom. Further evaluation has led to the determination that the upper and lower auxiliary assemblies were the failing components and requires replacement. The upper auxiliary assembly will be replaced.